Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6). Qc results were within the specified limits. No pre-analytic issues were identified. Instrument performance testing from (B)(6) 2023 was acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patients' samples tested with elecsys troponin t hs on a cobas e 801 module. Patient 01: on (B)(6) 2023, the first sample result at 01:12 p.m. Was 191 ng/l. The repeated result at 04:44 p.m. Was 8.6 ng/l. The third repeated result, at 4:59 p.m., was 8.8 ng/l. On (B)(6) 2023, the second sample result, at approximately 07:00 p.m. Was 7.2 ng/l. The repeated result was 7.9 ng/l. Patient 02: on (B)(6) 2023, the first sample result at 08:00 a.m. Was 41 ng/l. The repeated result was 9 ng/l. On (B)(6) 2023, the second sample result at 01:00 p.m. Was 7 ng/l.

Manufacturer narrative:
Section d4, expiration date was updated. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.